Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump has no button error alarm noted during testing. Unit had intermittent esc button response due to corroded keypad traces. Unit had cracked reservoir tube window, cracked case at reservoir tube window corners. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a button issue. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Corrected the aware date.